Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turns off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed the housing was cracked and the foot was missing. Internal inspection found internal housing damage and foreign contaminant on housing. The unit does not power on using battery power but was able to be powered on and off using ac power. All alarm conditions were audible and visual and measurements were able to be obtained with all of the enabled parameters. The device was left in a burn in oven for 8 hours at 35c and no errors were found. The customer battery failed the voltage test, measuring at 2.35 vdc. After charging the battery for one hour, the battery failed another voltage test with the voltage decreased to 1.81 vdc. The returned battery was replaced with a known good battery and the device was able to charge the battery and function as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device turns off by itself. No patient impact or consequences were reported.